Event description:
It was reported that a patient alert was delivered for high, out of range, high voltage lead impedance. The svc coil was programmed off. Dft testing was successful and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.